Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 313mg/dl. Troubleshooting was performed. The nurse stated that the customer was fainting. The time, date, and bolus wizard settings were correct. Assisted the nurse to ran a manual prime test and the insulin did exit. The caller stated that the customer was wearing the insulin pump during x-rays. Performed the self test and passed. No further information was provided.